Event description:
A patient with both iliac arteries narrow and kinked underwent aaa repair in 2008. The procedure was performed as labeled. The physician knew that the grafts were likely to kink because of the narrow and kinked iliac arteries so in order to prevent this from happening, the physician placed another MFR's stent inside each iliac leg graft (see also 1820334-2008-00622). Patient outcome is unknown at this time.

Manufacturer narrative:
Event evaluation: still under investigation.